Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found fault #7 on the day of the incident. To fix the issue, the fse replaced the front end board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an over heating warning. The customer rebooted the unit and the message was no longer displayed. In addition, the customer swapped the unit to continue with the treatment. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an over heating warning. The customer rebooted the unit and the message was no longer displayed. In addition, the customer swapped the unit to continue with the treatment. There was no harm or injury to the patient and no adverse event was reported.